Event description:
The pt complained of fluid/discomfort at the pocket site. The hcp aspirated fluid from the pocket site and it appeared purulent looking. The skin was also reddened. The device system was explanted due to the infection. A follow up report will be sent when additional info is received.